Event description:
On 11/18/96, pt had pacemaker placed with no problems. In february 1997, "found to have extraordinarily high lead impedance, very high threshold and was admitted for evaluation." No problem identified with pacemaker lead and was discharged on december 19,1997- "again had very high impedance and the pacemaker was not capturing at all. According to medtronic representative "this is probably a loose screw that was intermittent"- replaced generator.